Event description:
It was reported that the patient underwent plif surgery using rhbmp-2/acs and interbody cage. Post-op bone growth was observed on the back of the interbody cage, which pinched the l5 nerve root.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.